Manufacturer narrative:
(B)(6). On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2016 software investigation completed. Findings are that the frame moved during skin movement. Software is functioning as designed. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the surgeon alleged an inaccuracy occurred after the frame moved. Noted was that their navigation system was running slow, the patient was re-registered and after creating the flap, the surgeon pulled the skin and the registration frame moved. The site did not create check-points and subsequently, they were unable to re-register the patient. The surgeon opted to discontinue navigation and continued the procedure to completion without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.